Event description:
Caller stated that medical attention was sought on (B)(6) 2022 between 8:30-9:30pm at home. Caller stated that the end-user tested with his prodigy meter and received a result of 400mg/dl, a normal result for that time of day is usually around 100-200mg/dl. Caller stated that the end-user takes the following insulin: humalin in 26 units in the morning and 14 units in the evening, humalog 8 units 3 times a day with every meal caller stated that about 2 ½ hours after testing with his prodigy meter the end-user became sweaty and unresponsive. Caller then called paramedics. There was no food drink or medication consumed while waiting. Paramedics arrived within minutes and test the end-user with their meter and received a result of 25mg/dl. Paramedics did not test him with his prodigy meter. Caller stated the paramedics gave the end-user sugar water to raise his blood glucose levels. The end-user was not transported to the hospital. Caller does not recall what the end-users blood glucose was before the paramedics left the home. No additional information was provided.